Event description:
Sometime prior to the event date, surgery was performed to reposition the device. During this surgery, the fantail portion of the electrode was accidently cut. However, this went undiscovered until the patient returned to the center for a follow-up visit. The device was explanted and the patient was reimplanted with another clarion device.